Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d8, g3, g6, h2, h3, h4, h6, h10. Review of the most recent repair record for pn 00770100000 determined the comb was damaged and the ratchet gear was placed incorrectly. The ratchet gear was reassembled and the comb was replaced and resolved the reported issue. Devices are used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that there was an incomplete mesh taken from previously recovered cadaver skin. The mesher also had a broken ratchet. The event occurred at a cadaver skin bank; therefore, there was no patient involvement. No adverse events were reported as a result of this malfunction.